Event description:
On march 19, 2009, it was reported to boston scientific corporation that a male patient successfully underwent treatment in 2009, with a prolieve thermodilatation kit as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). The patient received two doses of 500mg cipro prophylactically to prevent infection. According to the complainant, the patient experienced the following anticipated symptoms following his treatment with prolieve. Urinary retention (intensity moderate) commenced on the day of treatment; symptom was resolved two days later. The patient went to the emergency room on the evening of the procedure, and a foley catheter was placed. The catheter was removed on 2 days later. Bloody urine (intensity moderate) commenced on the day of procedure; symptom was resolved in the next day. No treatment was given. Post void urethral burning sensation (intensity moderate) commenced at about one week later. The symptom lasted a few seconds. The event resolved at about one week later. No treatment was given. Urinary urgency (intensity mild to moderate) commenced 3 days post-op, and is ongoing. No treatment was given. Urinary tract infection (uti) (intensity moderate) commenced at aprox 2 weeks later, and is ongoing. Urinary analysis revealed a coagulase staphylococcal urinary tract infection. Patient given 125mg augmentin, twice a day for ten days.

Manufacturer narrative:
The complainant indicated that the device will not be retuned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.